Event description:
During an interventional case, the x-ray system locked up. There were no stand movements and acquisition was not possible.

Manufacturer narrative:
Eval, method, results & conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.